Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic (vats) lobectomy, the reload was used on the thin blood vessel and had poor staple formation. Pressure hemostasis was done to stop the bleeding. Due to this event, the procedure was converted to open. Resection and re-stapled were done using a new handle and reload to resolve the issue and completed the case. Surgical time was extended by more than 30 minutes. There was tissue loss as a result of the event.